Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that the catheter became entrapped on the guidewire. A zelante dvt clot hunter catheter was selected for thrombectomy procedure. The device was inserted through the .035 hydrophilic guidewire; however, it stopped advancing. An attempt was made to remove the catheter, but it no longer moved. Both devices were removed, and the procedure was completed. No complications were reported, and the patient was stable.